Event description:
Voluntary medwatch received states it was reported that the patient presented in clinic for device replacement due to malfunction on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. There were no patient consequences.